Manufacturer narrative:
Of the initial medwatch report indicated: physio-control evaluated the customer's device and verified the reported issue. After replacing therapy pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h10 and/or h11 of the initial medwatch report should indicate: physio-control evaluated the customer's device and was unable to verify the reported issue of unexpected loss of power. After replacing therapy pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced pcb was further evaluated in product analyses center (pac). The reported issue couldn't be duplicated and no resets were observed during pac evaluation. A root cause of the unexpected loss of power could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing therapy pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.